Manufacturer narrative:
Neither the device nor any imaging was available for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported by a representative from (B)(6) that a revision surgery was done due to creo screw has become loose post-operatively.